Event description:
Customer reports hospitalization from a defective omnipod 5 g6 system pod (gen 5). Their pod became defective overnight and when they woke up they needed to go to the hospital due to high blood sugar levels. They administered a new omnipod 5 g6 system pod (gen 5) before going to the hospital. They were admitted to the ICU and the ICU team had them remove the pod.